Event description:
The customer reported via phone call that they no delivery during manual prime. Customer's blood glucose was 170 mg/dl. The customer stated that the insulin did not exit. The customer stated that insulin is squirting out of the reservoir and tubing connection area. The customer was advised to try a new reservoir with the current set. The customer stated that the insulin pump alarmed no delivery with manual prime. Customer was advised that changing reservior resolved the issue. The customer was advised that the alarm may be caused by set/reservoir occlusion. The customer was advised that we would replaced set/reservoir and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.